Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. The reported patient effects of angina and stenosis are listed in the instructions for use everolimus eluting coronary stent systems, xience xpedition, as known patient effects of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional xience xpedition device is being filed under a separate medwatch report number.

Event description:
It was reported that on (B)(6) 2014, the patient was hospitalized for chest pain. Coronary angiography showed 80% stenosis of the proximal left anterior descending (lad) artery. Two 2.75x28mm xience xpedition stents were implanted at the lesion. The patient was discharged on (B)(6) 2014. On (B)(6) 2018. The patient was re-hospitalized for unstable angina. Angiography showed the proximal lad stents and left main artery (lm) had 90% stenosis. A stent was implanted in the lm and lad. The patient was discharged on (B)(6) 2018. Per the physician, the relationship between the event and the device is related. The patient is in good condition. No additional information was provided. Incident occurred at: (B)(6).